Event description:
A swift cervical fixation plate was implanted in (B) (6) of 2009. Patient returned to doctor on (B) (6) 2010 to remove and replace 1 of 6 screws as it had partially backed out. Screw was removed and replaced with an oversize screw that seemed to work well.

Manufacturer narrative:
Device was held by the facility and will not be returned for evaluation. No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are fully tightened.